Event description:
On (B)(6) 2010, pt reported he was having higher than normal blood glucose levels because the infusion device was not delivering the insulin. Pt stated his reading is around 300 mg/dl at the time of the call and this morning, it was elevated as well. Pt reported his reading was around 220 mg/dl this morning, and he didn't eat breakfast; bolus 14 units of insulin and then tested 1 1/2 hours later with a reading of 275 mg/dl. Pt stated he took insulin with a syringe and his blood glucose regulated back to normal after taking the shot. Pt stated he raised his basal rates and it's still not regulating his blood glucose. Pt reported he does not know how long this issue has been going on. Pt stated there have been no error messages or alerts. Pt reported his infusion headset is changed every 2 days along with the infusion tubing but within the past 30 hours, he has changed the infusion headset and infusion tubing 3-4 times trying to regulate his blood glucose. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.